Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 26 mmol/l (468 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula was bent and fluid was leaking. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent or kinked, however the distal tip was observed to be compressed. Though the distal tip was damaged, this damage did not affect the cross drill as fluid was able to flow through the soft cannula cross drill with no issues. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The pod was received with the formed needle extended past the bottom housing window and visible in the exposed portion of the soft cannula. The linkage assembly arms were observed to be split, indicating that the linkage assembly did not fully retract. Upon opening the pod, the formed needle and the linkage assembly were observed to fully retract. Score marks were observed on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. This misalignment resulted in contact between the top housing and the linkage assembly that prevented the formed needle from fully retracting after needle mechanism deployment. Inspection of the needle mechanism components found no damages that would result in the linkage assembly being misaligned.